Manufacturer narrative:
Further information was requested but not received. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3. Related manufacturer reference number: 1627487-2019-10945, related manufacturer reference number: 1627487-2019-10946. It was reported the patient experienced ineffective stimulation. Reprogramming was attempted on multiple occasions without success. To address the issue, the physician explanted the system in (B)(6) 2019 (exact explant date is unknown).